Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra syringe with detachable needle leaked during injection between the syringe and needle. Found during use. No reports of serious injury or medical intervention noted. The client needed to be injected an extra time.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. DHR review for batch 4147577 (p/n 305270): manufacturing dates: 06/24/2014 to 06/26/2014. Batch quantity was 360,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4147577 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is important to make sure the needle is securely attached prior to use and only to use integra needles with the integra syringe. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Since no samples, including photos, displaying the condition reported are available for examination, we were unable to fully investigate this incident. It is important to make sure the needle is securely attached prior to use and only to use integra needles with the integra syringe.